Event description:
It was reported that the pt experienced a shocking/jolting sensation in the hands, feet, and legs when sitting or standing. These symptoms began in the previous two weeks and were located over the ins site. There was no known related incident or accident reported. The pt turned down the stimulation to 0.0 volts and still felt the jolt or shocks. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)